Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause of bg was due to customer miscalculating carbohydrates. Customer's husband provided assistance and customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.